Event description:
The patient reported she noticed a "family of air bubbles" in the insulin cartridge of her infusion device. She stated she changed the cartridge 2 days earlier. She said she has experienced elevated blood glucose readings from 208 mg/dl to 298 mg/dl. She stated she removed the air bubbles prior to the call by tapping the cartridge. The proper procedure for changing the cartridge was reviewed with the patient. The patient said she stores her insulin at room temperature. The patient confirmed the time and basal rates on her insulin infusion device are accurate. On follow up, the patient stated her blood glucose levels remain elevated and she has been working with her diabetes educator to change her basal rates. On further follow up, the patient stated she has several current personal issues that are affecting her stress levels including an upcoming move and sick siblings. She also stated she is a heart patient and has high blood pressure. On further follow up, the patient states she has seen her primary care doctor and he made adjustments to her basal rate. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.